Event description:
N/a.

Manufacturer narrative:
Trackwise ID#:(B)(4). The device was returned to the factory for evaluation on 07/09/2024. An investigation was conducted on 07/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/bent wire" was observed. The lot # 3000359277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery pad at tip coming loose. The silicone layer peeled back from the jaws after continued activation of the device. There were no pieces lodged in the tunnel that needed to be retrieved. The device was replaced intraoperatively. There was a modest procedural delay while they retrieved another kit. No patient harm.

Manufacturer narrative:
Tw ID#1027191 the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.